Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 5 occurrences of foreign matter in tube and a label that was lifting off with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter: scrap powder = 5 sp. Open label = 1 sp.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for open package/seal and incorrect/missing label information with the incident lot were observed, however failure mode for foreign matter was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA #1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that there were 5 occurrences of foreign matter in tube and a label that was lifting off with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter: scrap powder = 5 sp, open label = 1 sp.